Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-blu/(B)(4)), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on 05/22/2014. Evaluation of the returned receiver confirmed the reported event. The root cause was determined to be moisture damage.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.